Manufacturer narrative:
Final analysis found insulation abrasions at 52 cm to 52.5 cm and at 55 cm to 56.5 cm from the connector pin.

Event description:
It was reported that the patient had a history of increased capture thresholds and high impedance on the right ventricular lead. The lead was explanted.